Manufacturer narrative:
(B)(4). The device was returned for evaluation. As the device was not linked to the reported event until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath and congestive heart failure coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the events. Treatment was not reported. The patient was discharged from the hospital in the same month and was recovering from the events. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the onset of shortness of breath and congestive heart failure is unknown; however, the patient was hospitalized for the events on an unreported date in (B)(6) 2014. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.